Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an unknown sized abdominal aortic aneurysm. The physician performed an angio of the graft to determine the thrombosed limb and it was reported that the left limb was occluded. As per the physician, the cause of the event was anatomy related with a calcified shelf of plaque in the aorta, close to the graft bifurcation, that caused the limb to thrombose. The physician placed a balloon expandable stent to ensure the limb stays patent. A femoral-femoral bypass was performed. No additional clinical sequelae were reported, and the patient is fine.